Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (scope error) was a water exposure from a leak due to physical stress while the user was handling the device. This led to abnormality of electrical parts and as a result, an error message was displayed. The event can be prevented by following the instructions for use which state: ¿·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported with an issue of error e315 (e315 error-scope error) . The issue occurred during reprocessing. The device was replaced. The intended procedure (diagnostic enteroscopy) was completed using a similar device. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found immersed (water invasion) electrical connector (el) and video connector causing the error e315. The reported issue of error e315 was confirmed. Furthermore, the following findings were identified during device inspection: the light guide (lg) tube was immersed and corroded . Review of service repair history of the device showed the device has been repaired in the past year. Repair completed on 2022/11/10 for the d angle cp stopper was detached; the bending cover had leakage; the switches had leakage. Repair completed on 2022/03/16 for the switches did not work with leakage; the angles were insufficient; notes: the insertion tube was slightly snaky. Investigation is ongoing. This report will be supplemented accordingly following investigation.